Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure on (B)(6), 2010. According to the complainant, post procedure, the patient experienced abnormal discomfort and pain in the vagina and vaginal area and lower abdominal discomfort. The patient's current condition is unknown. All other information is unknown. Attempts to obtain additional information have been unsuccessful.